Event description:
A filtered solution of fentanyl with bupivacaine was pumped into an empty sterile intravia 150ml capacity bag. Upon final examination by a pharmacist when the product was being labeled, it was discovered there was a pink/purple looking particulate matter floating in the filtered solution. Since this part of a batch being prepared at that time, the remainder of the bags were visually examined by the pharmacist to ensure that this was an isolated incident. The intravia bag is manufactured by baxter healthcare corporation. The affected lot # is dr17f17069. Dates of use: (B)(6) 2017. Is the product compounded: no. Is the product over-the-counter: no.